Event description:
It was reported that the patient had a inflatable penile prosthesis (ipp) replaced in (B)(6) 2019 that insurance won't cover and patient is looking to go through warranty policy. The implant would not inflate. Entire device was replaced. No further complications were reported.